Event description:
A surgeon reports that following intraocular lens (iol) implant surgery and limbal relaxing incisions, a pt had an unexpected postoperative refraction and increased astigmatism. The pt reports negative dysphotopsia.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/29/2008 and 05/30/2008 by phone, fax, and mail. A completed questionnaire was received on 06/02/2008. This report was mailed to FDA on: 06/27/2008.